Event description:
It was reported that the device had early battery depletion and was unable to be interrogated. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed and analysis of the device was inconclusive and incomplete. The device lost telemetry and function due to battery depletion. The cause of the depletion cannot be determined. The device was fully functional and operated under normal current drain when powered with an external supply. The residual voltage and impedance indicates that the battery was not internally shorted. The result of analysis is inconclusive. Performance data collected from the device was analyzed and the device was pre/approaching elective replacement (eri). The weekly battery voltage trend data shows min bat=3.176 to 2.939 volts between (B)(4) 2011 and (B)(4) 2011, is before device rrt<= 2.6251 volt.